Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of mild redness, swelling and temporary discomfort are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 6. Side effects injection procedure reactions to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms such as swelling, induration, pain, bumps, redness, bruising and itching. Subjects mainly had mild to moderate injection-site responses. All injection site reactions completely resolved without medical intervention.

Event description:
(B)(6) forwarded a report from a hospital that reported a patient with juvéderm ultra plus in the nasolabial folds. On the next day, the patient developed mild redness and swelling in the injection sites. Patient had temporary discomfort and was treated with ice compress. Symptoms resolved on the 2nd day.